Event description:
Customer reportedly received the following results on the performa system within 10 minutes: 3.5 mmol/l and 6.0 mmol/l, 11.7 mmol/l and 2.1 mmol/l the results were obtained on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.